Manufacturer narrative:
The investigation of pump stop has been completed. The product was not returned for analysis. The data logs confirm pump stop alarms. The logs show motor current spike with speed deviation and a drop in pump flow. It also shows unsuccessful restart attempts. The clinical details mention interventionalist placed another left femoral swan, after placing swann there was pump stoppage. The root cause of the pump stop was most likely due to an interaction with another device. E4 should have been left blank on manufacturer device report. D10 concomitant medical products was inadvertently omitted from manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient was implanted with an impella rp flex pump for mechanical circulatory support. Following successful implant, a swann was inserted and the pump suddenly stopped working unexpectedly. Both the swann and rp flex were explanted as a result of the failure. There was no known patient harm.